Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -6.5% from the desired amount. The specification of this device is +/-5%. This issue is currently being investigated under mdq-CAPA-164.

Event description:
During service testing, the baxter repair tech reported that the device under delivered. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.